Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient passed out and became unresponsive while getting a haircut. The stylist called the patient¿s mother who arrived and drove the patient to the emergency room (ER) about a block away. He was admitted to the ER at approximately 6:00 pm. A fingerstick bg was 50 mg/dl although the cgm was reading 108 mg/dl. The patient was given an unknown amount of glucose IV with saline. He was discharged at approximately 12:30 am. At the time of the report he was feeling good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR a correction is required.

Manufacturer narrative:
(B)(4). G3: date received by mfg - correction to the date in the initial MDR, correct date should be (B)(6)2022.